Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which was not working. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The mains inlet has been replaced. The defective part has not been returned to factory for further analysis. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).